Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that three different errors codes occurred. No patient involvement or injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. An error code was found in the ehl (event history log). The customer reported issue was duplicated as the reported error was displayed on the pump during the investigation. Root cause of the reported issue is unknown however, the microprocessor unit board was found to be defective. Recommended that the microprocessor unit board be replaced. The product is beyond 7 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6500